Manufacturer narrative:
No product information except for explant date.

Event description:
Information was received indicating that a smiths medical deltec® port-a-cath®ii was found to have cracked tubing following an ordered venogram. Sixteen days following the test, the port was explanted and replaced with a new one. There were no further adverse effects reported.